Event description:
Blood glucose results of "178 mg/dl, 190 mg/dl, and 130 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.